Manufacturer narrative:
(B)(4). Method: the complaint mr290 chamber was returned to fisher & paykel healthcare in (B)(4) and was visually inspected and connected to a water bag to check for leak. Results: visual inspection revealed that the glue seal around the feedset tubing and dome had cracked, and was not forming a seal around the feedset and dome connection. During the performance test water was observed to be leaking from the break in the glue between the feedset tubing and dome connection. A lot check revealed no other complaints of this nature for lot 130406. Conclusion: the leak in the feedset tubing was due the failure of the glue joint. We were not able to determine the cause of the glue joint failure. We have conducted extensive testing of the mr290 chamber, with particular emphasis on feedset breaks. Significantly we have not been able to replicate failure of the feedset tube at the chamber dome in any of our testing. The specification for the chamber requires that the feedset tube should have a breaking strain of (B)(4). During production, pull testing of the feedset strength at both spike and dome end is performed (B)(4) on mr290 chambers from each production line. If any faults are detected the whole batch is placed on hold for investigation. Additionally all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. Chambers that fail any of these tests are discarded. The user instructions which accompany the mr290 autofeed humidification chambers state the following: set appropriate ventilator alarm. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Hospital staff correctly checked the breathing circuit and chamber before patient use, which is in line with our user instructions.

Event description:
A hospital in (B)(6) reported via our distributor that water leak occurred at the connection between the chamber dome and the feedset tube of an mr290 humidification chamber when they connected the water bag spike to the water bag. This was found before use on a patient.